Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The 60% stenosed lesion leing treated was located in the moderately tortuous left circumflex (lcx) artery. The lesion was predilated with a 20 mm balloon. While deploying the 2.75 x 24 mm taxus liberte drug eluting stent, the edge of the stent appeared flared up and could not be taken across the lesion. The physician took the product out and completed the procedure with another taxus liberte stent. No pt complications were reported. The pt condition is reported as satisfactory". This product is similar to a marketed us device.